Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient experienced an occlusion alarm (alarm number in pump history: 26) during use of a cleo® 90 infusion set. The issue occurred during bolus and basal delivery. The patient's blood glucose levels were 156mg/dl at the time of the event. Through troubleshooting with the distributor, it was determined that the blockage was located in the tubing. The patient changed tubing and resumed insulin successfully. No permanent injury was reported.